Event description:
Related manufacturer reference number: 2017865-2021-11181. Related manufacturer reference number: 2017865-2021-11185. Related manufacturer reference number: 2017865-2021-11188. Related manufacturer reference number: 2017865-2021-11190. It was reported the implantable cardioverter-defibrillator (ICD) had an infection and there was lead vegetation noted on the transesophageal echocardiogram (tee). The patient presented in clinic for a procedure on (B)(6) 2021 where the ICD, left ventricular lead, atrial lead, and both active and capped right ventricular leads were explanted. It was noted during procedure that the left ventricular lead was pulling apart. After the leads have been cut from the device, the patient experienced ventricular fibrillation with cardiogenic shock that required placement of a mechanical support device to complete the procedure. Patient condition following the event was unknown.

Manufacturer narrative:
The reported event of infection was not confirmed by analysis during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.